Event description:
It was reported that there was a lead integrity alert on the right ventricular lead indicating a possible lead failure; either a fracture or insulation breach. There was also a question as to whether this was in fact, a lead failure or a connection issue with the device. Both the right ventricular lead and the device were explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular lead had high sensing integrity counter (sic).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular lead had gradually increasing impedance.